Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by the consumer regarding a patient implanted with an implantable neurostimulator (ins) for peripheral neuropathy. It was reported that the pain stimulation was not working. No patient symptoms were reported. No further complications were reported or anticipated.